Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed an in-house repair. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7 h2, h10, h11 corrected fields: a1, b5, b6, b7, d10, d11, h3, h6 (type of investigation) testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp. The unit still under repair due to lack of spare parts. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) needed an in-house repair. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6(clinical code, investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: g1(contact person), h6(impact codes) a getinge field service engineer (fse) replaced the scroll compressor, drive manifold assembly, power cord reel, safety disk , 9v battery, and the sintered filters. The fse performed pressure calibration and absolutely pressure transducer calibration. The fse performed diagnostic tests, functional tests, and electrical safety checks. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.